Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at proximal end. Additional observation(s): there was an excessive amount of dried residue around the clamping pulley cable grooves. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of excessive residue is attributed to improper cleaning/reprocessing techniques, such as insufficient flushing.

Event description:
Refer to h11 for follow-up information.